Event description:
Report received of three incidents, where tubing "ruptures" occurred during contrast injections. The customer was unable to provide patient event data on two of the incidents, but as involved in one of the incidents. The incident occurred in 2001. The customer reported that the injector setting was 4cc/second with a total volume of 150ccs optiray to be infused. The customer reported that the patient had received 100cc's of the contrast when the tubing ruptured. The remaining contrast was reported to have spilled on the patient. There was an unspecified amount of blood loss reported. No lab tests were performed. It was unknown to the reporter how long the infusion was going when the "rupture" occurred, or where it occurred on the tubing. There was no report of adverse patient effect. Although requested, no further information was available.